Event description:
The customer reported: the knife is bent and blunt. This occurred frequently over the last 4-5 weeks. Packaging is opened correctly. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with when additional reportable info becomes available. (B)(4).